Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3888-28, lot # l44662, implanted: (B)(6) 1997, product type lead. (B)(4).

Event description:
It was reported that a patient had stimulation in the wrong location. The reporter stated that the patient used to feel the stimulation bilaterally and now only felt it unilaterally. It was reported that the stimulation sensation needed to be moved up. There was no known accident or incident related to the complaint. The reporter stated that the loss of stimulation started the day before the report. It was reported that a wire "felt loose" and that it may have moved in the patient's sleep. It was noted that the patient had not alerted his health care provider (hcp) about the sudden change in stimulation. It was reported that the patient currently did not have insurance and could not see his hcp. Additional information has been requested but was not available as of the date of this report.